Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)- finger removed from strip before strip had sufficient time to fill test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred when the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported feeling weak and tired; customer denied the need for medical attention at the time of the call. The customer declined to perform a blood test during the call on (B)(6) 2017. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/17/2019 and open vial date at time of call was about one week. The meter memory was not reviewed for previous test result history.